Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009 the patient presented with lower back pain and bilateral radiculopathy to feet with numbness and tingling. The patient was also noted to have depression. Medications: vicodin soma, prilosec, and ambien. On (B)(6) 2009 the patient received a bilateral sacroiliac joint injection. No patient complications were noted. On (B)(6) 2009 the patient presented with low back and foot pain with radiculopathy. On (B)(6) 2009 the patient underwent the implantation of lumbar spinal cord stimulator trial. No patient complications were noted. On (B)(6) 2009 the patient reported that the pain was much improved with spinal cord stimulator trail. The scs leads were removed intact. On (B)(6) 2009 the patient had a spinal neuro stimulator permanently implanted. No patient complications were reported. On (B)(6) 2009 the patient presented post op spinal cord implantation with a well healing incision, no evidence of infection and the system was reported as working well with good coverage. On (B)(6) 2009 the patient presented with back pain and radiculopathy. Per the encounter notes the patient had been experiencing intermittent headaches mostly in the morning but these were slowly improving. The patient reported that the spinal cord stimulator was working & with good coverage. On (B)(6) 2009 the patient presented with low back pain, radiculopathy, and improving headaches. The patient reported some paresthesias on the lower abdomen. A reprogramming of the spinal cord stimulator (scs) was scheduled. On (B)(6) 2009 the patent presented with paresthesias in the right rib cage and abdomen (onset 1 mo prior). The patient's spinal neural stimulator was reprogrammed. Per the encounter notes the patient was doing much better after the neuro-stimulator reprogramming. On (B)(6) 2009 the patient presented with back and foot pain. Per the encounter notes the patient's neuro-stimulator was working better but had started losing coverage on (B)(6) 2010 the patient presented with back and thigh pain with radiculitis. Per the encounter notes the patient had had their spinal neuro-stimulator reprogrammed (B)(6) 2009 and had experienced initial improvement but now pain was increasing in the right leg. Another adjustment was to be scheduled. On (B)(6) 2010 the patient reported severe sacroiliac joint pain and chronic back pain with radiculopathy. The patient's neuro-stimulator was reprogrammed. On (B)(6) 2010 the patient received a bilateral sacroiliac joint injection. No patient complications were reported. On (B)(6) 2010 the patient presented with chronic back pain with radiculopathy. The patient reported that the spinal cord stimulator and meds were helping with symptoms. On (B)(6) 2010 the patient presented with low back pain with radiculopathy. Per the encounter notes the patient was having trouble getting the spinal cord stimulator to treat the radiculopathy. On (B)(6) 2010 the patient presented with bilateral sacroiliac joint and hip pain. The patient also displayed sacroiliac tenderness and lateral greater trochanter tenderness. On (B)(6) 2010 the patient underwent hip x-rays of bilateral sacroiliac joints. Results: normal study sacroiliac joints appeared normal with evidence of sclerosis or erosion. On (B)(6) 2010 the patient presented with sacroiliac joint tenderness, bilateral hip pain, and chronic back pain with radiculopathy. In the encounter notes it mentions on (B)(6) 2010 the patient presented with pain in hips with spasm and back pain with radiculopathy. On (B)(6) 2010 the patient received a bilateral sacroiliac injection. On (B)(6) 2010 the patient presented with chronic pain. The patient reported having fallen down the stairs injuring the left knee and ankle (trauma no fracture). There was painful rom on the left knee but no swelling. On (B)(6) 2010 the patient reported that the pain was starting to return. On (B)(6) 2011 the patient presented with chronic pain with radiculopathy. On (B)(6) 2011 the patient, reportedly, underwent a bilateral sacroiliac joint injection. No patient complications were reported. On (B)(6) 2011 the patient presented with bilateral hip and back pain with radiculopathy. On (B)(6) 2011 the patient reported increased back pain and radiculopathy. The patient reported that the recent bilateral radiofrequ ency sacroiliac joint radiofrequency rhizotomy did not work as well as the one before that. On (B)(6) 2011 the patient presented with sacroiliac joint arthropathy and chronic pain. The patient underwent bilateral sacroiliac joint injections and arthrogram. No patient complications were reported. On (B)(6) 2011 the patient presented with sacroiliac joint arthropathy. The patient underwent a right sacroiliac joint injection and arthrogram. No patient complications were reported. On (B)(6) 2011 the patient underwent labs which revealed high glucose, alk phos, bnp, rdw. Protein, wbc, squamous epith, mucus, and hyaline casts. On (B)(6) 2011 the patient presented with chronic low back pain with radiculopathy. Per the encounter notes the patient had recently undergone a 3 day hospital stay for pneumonia and copd. On (B)(6) 2011 the patient underwent a comprehensive lab panel which revealed a vit d deficiency. On (B)(6) 2011 the patient presented with sacroiliac joint arthropathy. The patient underwent a left sacroiliac joint injection and arthrogram. No patient complications were reported. On (B)(6) 2011 the patient presented with improved hip pain, vit d deficiency. Per the encounter notes the patient reported a prior hospitalization for copd and also reported they stopped smoking on (B)(6) 2011. On (B)(6) 2011 the patient presented with low back pain with radiculopathy and severe hip pain. It was noted the patient had a vit d deficiency. On (B)(6) 2011 the patient presented with low back pain with radiculopathy and severe pelvic and hip pain. It was noted the patient had a vit d deficiency. On (B)(6) 2011 the patient presented with sacroiliac joint arthropathy and chronic pain. The patient underwent right sacroiliac joint radiofrequency rhizotomy x6. No patient complications were reported. On (B)(6) 2011 the patient presented with low back pain with radiculopathy. It was also noted the patient had a vit d deficiency. On (B)(6) 2012 and (B)(6) 2012 the patient presented with low back pain with radiculopathy. On (B)(6) 2012 the patient presented with sacroiliac joint arthropathy. The patient underwent bilateral sacroiliac joint injections with an arthrogram of the sacroiliac joint. No patient complications were noted. On (B)(6) 2012 the patient presented with low back pain radiating into the lower extremities. The patient requested another bilateral sacroiliac joint radiofrequency rhizotomy because it "works better." On (B)(6) 2012 the patient presented with sacroiliac joint arthropathy and chronic pain. The patient underwent bilateral sacroiliac joint injections with arthrogram of the sacroiliac joint. No patient complications were noted. On (B)(6) 2012 the patient presented with chronic low back pain radiating into the lower extremities. On (B)(6) 2012 the patient presented with low back pain and sacroiliac pain. Per the encounter notes, since the last visit the patient had slipped and fallen hurting their left wrist. The patient reported that the bilateral injections received (B)(6) 2012 helped reduce pain by approx.50%. The patient agreed to comply with pain contract. On (B)(6) 2012 the patient presented with sacroiliac joint arthropathy and underwent a bilateral sacroiliac parasacral nerve rhizotomy x5 under fluoroscopic guidance. No patient complications were noted. On (B)(6) 2012 the patient presented with headache with balance problems and back pain radiating into extremities. The patient was prescribed 6 weeks of physical therapy 2 x a week. On (B)(6) 2013 the patient presented with chronic pain - worse with cold. The patient also presented for a medication management evaluation. Prescribed medications: hydrocodone, zolipidem, lidoderm, prilosec. A drug screen was conducted which detected acetaminophen and carisoprdol (as expected). Neither hydrocodone nor zolpidem were detected and this was not as expected. On (B)(6) 2013 the patient presented with chronic pain with radiculopathy. Per the encounter notes the patient reported sudden num bness that occurred on (B)(6) 2013 with slurred speech. The patient reported receiving a brain CT at that time. Possible transient ischemic attack. On (B)(6) 2013 the patient presented with lumbar radiculopathy and underwent a CT of the lumbar spine which showed status post disc graft placement at l3-4, l4-5, and l5-sacroiliac; neural stimulator in place; and significant l4-5 disc spur protrusion extending at least 5mm into the neural canal left greater than right with likely significant compromise of the neural canal which could not be fully appreciated due to a metal streak artifact form the metallic components of the l4-5 graft. On (B)(6) 2013 the patient presented with back pain radiating into the lower extremities; dizziness; and weakness. In the encounter notes it mentioned a l4-l5 spur and significant neural foraminal narrowing; abdominal hernia; copd; and possible past transient ischemic attack. On (B)(6) 2013 the patient presented with back pain radiating into lower extremities, copd, possible past transient ischemic attack, and hernia. There was mention of a l4-5 spur. The physician ordered an emg/ncv. On (B)(6) 2013 and (B)(6) 2013 the patient presented with back pain radiating into lower extremities. On (B)(6) 2013 the patient presented with hernia pain. On (B)(6) 2013 the patient underwent a transforaminal epidural steroid injection bilateral l2-3 and l4-4. On (B)(6) 2013 the patient presented with low back pain which radiated into the bilateral lower extremities. Per the encounter notes the patient was scheduled for a ventral hernia repair. Medications: vicodin, soma, ambien, prilosec. On (B)(6) 2013, reportedly, the patient underwent an abdominal hernia repair. On (B)(6) 2013 the patient presented with low back pain which radiated in to the bilateral lower extremities. The patient reported limitations in daily living activities. Lumbar tenderness was noted in the l4-sacroiliac levels. Rom was moderately limited secondary to pain diagnosis: failed back syndrome and lumbar radiculopathy. On (B)(6) 2014 the patient presented with worsening low back pain that radiated into the bilateral lower extremities and increased with activity. Per the encounter notes the patient experienced a 50-80% overall improvement in symptoms since receiving an epidural injection on (B)(6) 2013. Lumbar tenderness was noted in the l4-sacroiliac levels. Rom was moderately limited secondary to pain. Diagnosis: failed back syndrome; lumbar radiculopathy; and copd. Another epidural steroid injection was recommended. Medications: hydrocodone, soma, ambien, prilosec.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.